Event description:
It was reported that the customer was hospitalized due to a high blood glucose level. Customer stated that it was an operator error. Customer was deep sea fishing and the boat was shaking. Customer stated that he got his tubing caught on some railing and it pulled the set out. Paramedics were called around (B)(6) 2014. Customer's blood glucose level was 550 mg/dl at the time of hospitalization. Customer stated that he got disconnected on a boat. Customer did not bring his back-up plan. Customer was not getting insulin for 14 hours. Customer was treated with 7 bags of IV and was in the intensive care unit for 22 hours. Customer was then released. Customer stated that [she]was off the pump for about 14 hours prior to the 911 call. Customer came disconnected and did not have another set to connect to. Customer declined further troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.